Event description:
It was reported that during preparation for a holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, it was found during unpackaging that the fiber and connector were separated. The procedure was completed with another fiber without patient complications. The fiber was returned and an internal connector fracture was identified. In addition, the fiber tip was degraded, indicative of fiber use.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece, therefore the reported event was not confirmed. In addition, the fiber tip was degraded, indicative of fiber use. The fiber connector was analyzed, it was found that light was not passing through, indicative of an internal connector fracture. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. Based on these observations, a conclusion code of cause traced to component failure was assigned to this investigation.